Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on 2019-apr-30. It was reported that a device issue had not been confirmed. The patient's primary care provider had ordered a CT scan but it had not been completed yet. No problem was noted at pump interrogation. The patient had requested a pump increase. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8731sc, lot/serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; ubd: 28-jan-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of fentanyl via an implantable pump for non-malignant pain. It was reported the patient was having problems with their catheter. The patient also reported they have episodes where the pump seems to stop working. The patient stated this usually occurs around 2am. The patient experiences 4-6 hours of drug withdrawal symptoms and pain symptoms, which the pump normally takes care of. It was indicated the issue began 3-6 months after the pump was implanted (B)(6) 2015. The specific event date was unknown. The patient stated they have a bowel movement in the morning and once their colon is clear the symptoms go away. The patient was redirected to follow-up with their healthcare provider. The patient stated they have an appointment with their doctor on (B)(6) 2019 and they planned to discuss their symptoms and their theory of what was happening. No further complications were reported or anticipated.